Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent removal surgery of a distal fibula plate for an unknown reason with the handle with quick coupling in question. During the removal surgery, the surgeon couldn't connect a screwdriver shaft to the handle. The surgeon used another screwdriver, and the surgery was completed successfully with less than 30-minutes delay. After the surgery, when the hospital checked the handle, the screwdriver shaft couldn't be connected to the handle. This report is for one small hexagonal screwdriver 2.5mm width across flats. This is report 2 of 2 for (B)(4).